Event description:
It was reported that during use, the foley catheter balloon was rupturing inside the patient¿s body when more than 10 cc of sterilized distilled water was injected; some balloon fragments were retrieved from the bladder, however, there remains a possibility that larger fragments may still be present, and further investigation has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.